Event description:
It was reported that a revision surgery had to be performed due to prosthetic infection. The legion con art ins 9mm sz 7-8 was implanted on (B)(6) 2017 and explanted the same year on (B)(6) 2017.